Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted arcing around the case. Review of the stored memory confirmed charge time (CT) and long charge (lc) codes. Tone patterns were confirmed with these codes. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Due to this damage, therapy availability was compromised. Analysis could not confirm sensing failure, noisy signals, or low amplitudes. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted electrode.

Event description:
It was reported that during interrogation the device exhibited charge time (CT) and long charge (lc) codes. Treated events displayed noise that was not marked and the system had no sensing. Imaging was performed which displayed the electrode had been twiddled back into the device pocket. Following recommendation, the entire system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is currently with hospital pathology at this time and is not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that during interrogation the device exhibited charge time (CT) and long charge (lc) codes. Treated events displayed noise that was not marked and the system had no sensing. Imaging was performed which displayed the electrode had been twiddled back into the device pocket. Following recommendation, the entire system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.